Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: pentaray navigational catheter, us catalog #: d128211. Ep shuttle generator. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablation, sheath and catheter removal, and femoral access sealing, the patient suddenly became significantly hypotensive. Cardiac tamponade was confirmed via ultrasound. Pericardiocentesis was performed and the patient became normotensive. Patient was reported to be in stable condition. Patient required hospitalization as a result of the adverse event for further workup. Physician indicated that the injury was related to extensive ablation using 35 watts in the roof region. Physician also indicated that the injury may have been related to the thermocool smarttouch bidirectional sf catheter. Ep shuttle generator parameters included power cut-off at 35 watts, temperature cut-off of 40 degrees celsius, and impedance minimum cut-off of 50 ohms and maximum cut-off of 250 ohms. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information and clarification was received on the event on (B)(6) 2018. It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation and atypical atrial flutter. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically pertaining to the extensive ablation in the roof region. It is unknown when the injury occurred, as it was discovered post-procedure. It was noted that the adverse event was not related to biosense webster, inc. Products. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical agilis medium curl sheath. Generator parameters included power control mode with cut-off at 35 watts, temperature cut-off of 40 degrees celsius, and impedance cut-off of 250 ohms. Power was not titrated. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set on 8 ml/min while ablating at less than 30 watts and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features used included graph, dashboard, vector, and visitag. Parameters for stability included 3 mm and 3 seconds. Additional filter used with the visitag included force at 25% and 3 grams. Color options includes ablation index. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Additional concomitant products: non-biosense webster, inc.- st. Jude medical brk-1 transseptal needle non-biosense webster, inc.- st. Jude medical agilis medium curl sheath. Manufacturer's ref. No: (B)(4).